Manufacturer narrative:
Corrected/additional information received that indicates this event does not meet serious injury reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2016 and suture was used. The patient experienced a tissue dehiscence, infection and reoperation. No additional information was provided.